Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had been using the proxabrush and the wire bristles came off between her teeth and had to retrieve them from her teeth.